Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, compared to a professional meter, within 10 minutes: 118 mg/dl (aviva) and 60 mg/dl on professional meter. No death or serious injury reported. Test strips have been discarded; requested return of meter for evaluation and replacement was sent.